Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports lancet protrudes beyond the end cap of the safe t pro plus and the nurse received an accidental fingerstick. There was no medical treatment given for the accidental stick. No adverse event was reported. The lancet was discarded; therefore, no product could be requested to be returned for product evaluation.